Manufacturer narrative:
Date rec'd by MFR: 17jun2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer replaced the defective heated bacteria exhalation flow filter to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 12jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that relief valve cracking pressure was out of range. The device was not in use at the time of the reported event; therefore, there was no patient involvement.